Event description:
Healthcare professional left side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be present. Additional, corrected and/or changed data: a.5, b.5, d.4, d.9, h.3, h.4, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional left side "rupture". The device has been explanted.

Event description:
Healthcare professional "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.